Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2012 - the pt was implanted with a non-bard/non-davol mesh sling as well as a bard soft mesh during an unk pelvic procedure. The attorney's report alleges pain, injury, "pain and suffering", disability defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.